Event description:
It was reported by the customer that the unit is displaying: mit_fault_audio. No further information is available at this time. No report of impact to a patient. It is unknown if the device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Per service manual operational and diagnostic analysis confirmed loss of audio resulting in an unspecified alert screen. The main pcb assembly was replaced as identified in the investigation to address the unspecified alert screen. Replaced missing earth ground nut. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational.